Event description:
Draeger medical systems has received information from a customer that while monitoring a patient's pulse rate using our spo2 sensor, the user reported that the measured value remained without changing for an extended period of time. The patient became bradycardic and the pulse dropped from 180/min to 110/min. The pulse alarm limits were adjusted to <105 and >210. When the patient had recovered after approximately 40 seconds and a correct patient curve for spo2 was displayed, the frequency remained for 30 min at a value of 110/min, although the frequency was 180/min or more. No patient injury was reported. A second incident occurred where the customer indicated that a patient was being monitored for pulse rate using our spo2 sensor and that the patient monitor did not alarm for a bradycardia condition, although the bradycardia was clearly visible on the displayed curve. No patient injury was reported.